Manufacturer narrative:
A visual examination of the returned device found that the catheter demonstrated signs of use and the working channel sleeve extended from the distal cap, confirming the complaint. The proximal end of the distal cap was aligned with the cap weld and there was evidence of the bonding process and the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed and the distal tip articulated without issue and a spybite was able to pass through the working channel. The distal end of the catheter was removed to examine the working channel and the distal cap was removed from the catheter for examination. The distal end of the exposed working channel sleeve was tugged; it did not detach from the catheter. The catheter was cut open to expose the working channel sleeve and then the catheter was pulled back to assess the adhesion of the working channel sleeve to the pebax. The working channel sleeve did not fall out; however, only a few millimeters of the proximal end appeared attached to the pebax. The working channel sleeve was pulled out of the catheter; the typical working channel sleeve braid imprint appeared faint throughout the pebax region. There was evidence of adhesion of the working channel sleeve to the inside of the catheter, as seen by the white area on the proximal end of the pebax. The investigation concluded that the returned device was consistent with the reported issue of ¿working channel sleeve protruding from spyscope ds.¿ the most probable root cause for the investigation is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure with spyglass performed on (B)(6) 2017. According to the complainant, during the procedure, the working channel sleeve protruded from the spyscope. No part of the device detached. The procedure was completed with another spyscope ds access & delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.